Event description:
The customer reported being in the hospital due to diabetes ketoacidosis and high blood glucose over 300mg/dl. The customer experienced chest pains and vomiting. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Suggested the customer to call back when the tubing clamp arrives to continue testing. Instructed the caller to change the entire reservoir and infusion set. The customer requested that the device be replaced. The caller called back to perform the high pressure test and passed. Advised the customer that the insulin pump is functioning as designed. The customer mentioned that she noticed the cannula was bent, but the insulin pump did not alarm. Found that the customer uses the quick serter and pinches an inch of the skin during the insertion. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.